Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guide wire tip detachment occurred. After the dilator and stylet were withdrawn from the accustick¿ ii introducer, and while withdrawing the guide wire, the tip of the guide wire became detached and remained in the patient. The patient underwent a liver resection for removal of the detached guide wire tip. No further patient complications were reported.